Manufacturer narrative:
Further information was requested but not yet received.

Event description:
Related manufacturer reference number: 2017865-2023-16822. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead and atrial lead. No changes or intervention were reported. The patient was in stable condition.

Manufacturer narrative:
Correction: for missing explant date missing d6b the reported event of noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead found clavicle crush damage. The cause of the reported event was due fractured/ separated outer coil and damaged outer and inner insulation consistent with clavicular crush.

Event description:
Related manufacturer reference number: 2017865-2024-00154, related manufacturer reference number: 2017865-2023-16822. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the pacemaker the right ventricular (rv) lead and (ra) atrial lead. The physician elected to explant and replace the pacemaker, rv and ra. The patient was in stable condition.

Manufacturer narrative:
Correction: to aware date should have been 12 dec 2023 instead of 14 dec 2023.

Event description:
New information noted that the lead noise caused inhibition of pacing on both the right ventricular (rv) lead and atrial lead.

Manufacturer narrative:
Correction: h6 coding should have been caused traced to component failure.